Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - mobile system 1, serial number - (B)(4). (B)(6) - aviva system 2, serial number - unknown.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 20.4 mmol/l, mobile system 1 and 5.2 mmol/l, aviva system 2. No death or serious injury reported. Requested return of suspect device for evaluation.